Event description:
Caller saw pt today who reports shocking and pain in mid back area near where patients thoracic leads are. Pt has 2 systems: perc leads for low back pain (t8) and 2x8 paddle lead with other system for pelvic pain on one side (t10). Caller isn't sure which leads may be related to pt's shocking and pain sensation. Initially, pt was saying they were feeling these sensations only with stim on but caller also had pt report these sensations with stim off also. No falls or trauma but pt did have perc lead wound dehiscence occur about 2 months ago and pt says the shocking and pain started after this was done. Pt added this wound took a longer time to heal after implant. Today it was noted that pt was sensitive to touch in this wound area also. Pt hasn't used their stim for about 30 days due to these symptoms. Today caller checked system - impedances are normal range. Caller set pt up with lower dose programming and very low intensity at 0.2ma. Stimulation is sub-threshold for pt. When programming today they were using same electrodes as when pt was getting benefit before and using sub-threshold programming. Pt noted that her pelvic pain felt worse when stimulation was turned up on pelvic system.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2020. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Pt reports shocking device on or off; unable. To determine if device related or not; pt will be seen 7/19 for evaluation.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the cause of the shocking is unknown. Patient weight is unknown. The patient will have imaging at their next appointment. The issue has not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2024, UDI#: (B)(6). Product ID: 977a260, serial/lot #: (B)(4), ubd: 30-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that their mid back lead incision was opening but not causing direct discomfort, only some back pain. There were no falls or issues reported. When the patient last saw the healthcare provider there were no incision issues or concerns. The patient was going to be seen by the doctor on (B)(6). No device issues reported. Additional information was received from the manufacturer representative (rep). The patient reported their the hcp that the cause of the incision reopening was that she turned funny. The hcp started antibiotics and would have a wound specialist see her. The hcp in is in the process of resolving of the lead incision opening. The patient does not report pain and hcp says site is not infected. No surgical intervention planned. Additional information was received from the manufacturer representative (rep). Pt reported that middle back incision is now opening and believes that may be causing issues; md will determine plan to re-close or explant.